Event description:
It was stated that part of the sensor detached from the plastic. This was noticed when the sensor was removed from the insertion site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.